Event description:
Amplatz thrombectomy device was used in a dialysis graft. The proximal portion of the device broke outside the patient's body, with the drive shaft appearing to come through the peek liner of the delivery cathether. No adverse sequelae were reported.